Event description:
Healthcare professional (hcp) reports three cracked arterial header noted along the threads of the CT 190g dialyzer during pt use. New disposables used to continue treatments without incident. Estimated blood loss = 250cc. The dialyzers were reused 18,22 and 34 times prior to these events. Hcp reports no pt injury or need for medical intervention.